Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he got a motor error alarm and he noticed the crack on the bottom seam of the pump. Customer got a motor error during a bolus and was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.